Event description:
It was reported via repair work order that the cot may not lock into the fastener due to a stripped retaining post bracket and screw that would not stay attached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.